Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with failed battery test. The customer's blood glucose level at the time of incident was 200mg/dl. The customer states the device is alarming every two days. Troubleshoot was conducted, and the device continued to alarm for failed battery test. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.